Event description:
It was reported that there was material on the end of the device. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but was in a suboptimal position. The physician partially recaptured the device and then redeployed it. During this redeployment a foreign material was seen in the area of the ostium of the laa. After seeing this the decision was made to fully recapture the closure device and then remove both the was and wds from the patient. The procedure was completed with a new was and a new 27mm closure device. The device was successfully implanted in the laa of the patient and there were no patient complications that were reported to have occurred. The first was and wds were inspected after being removed from the patient. It was noted that there was a long strand of material that was seen on the closure device and appeared to be entwined in the anchors.

Manufacturer narrative:
Device analysis: device/media analysis: the returned product consisted of a watchman flx delivery system (flx) with the implant outside the sheath and blood in the device. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks on the sheath and striation at the tip on the inside of the sheath. There was foreign matter (fm) on the implant that measured 21cm in length. The fm was identified as ptfe. The distal end of the sheath was cut open to inspect for missing ptfe in the sheath. There were no indications that the fm was from the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported fm.

Event description:
It was reported that there was material on the end of the device. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but was in a suboptimal position. The physician partially recaptured the device and then redeployed it. During this redeployment a foreign material was seen in the area of the ostium of the laa. After seeing this the decision was made to fully recapture the closure device and then remove both the was and wds from the patient. The procedure was completed with a new was and a new 27mm closure device. The device was successfully implanted in the laa of the patient and there were no patient complications that were reported to have occurred. The first was and wds were inspected after being removed from the patient. It was noted that there was a long strand of material that was seen on the closure device and appeared to be entwined in the anchors.